Event description:
According to the reporter: during thoraco/pneumothorax, for the first firing for bulla resection of lung, they connected the cartridge to the handle, checked the jaws opening/closing, and dipped the tip of the cartridge in saline with no problem. As the firing was performed under the direct vision ,they could not see the tip of the jaws clearly but they noticed the tissue was very thin. The surgeon partially fired the device ,however the knife stopped on the half way and a sound of something running idle was heard , could not fully fire the device. The surgeon cut the neoveil sheet by scissors and removed the device from the tissue. The device was removed from the tissue by force but no tissue damage was caused. The procedure was completed with another device. The status of the patient: no problem. The sales rep noticed the surface of the cartridge was dented. The surgeon did not use any clip and did not clamped anything hard with the cartridge in question .

Manufacturer narrative:
Engineering evaluated the device for the complaint of a partial firing. Engineering reviewed the exterior of the device for obvious evidence of abnormal damage. The entire reload contained all components with no signs of abnormal damage, except for the staple cartridge itself. The staple cartridge was found to be damaged perpendicular to the knife blade path at the point of the partial firing. The staple cartridge shows signs of a foreign object being clamped in the jaws of the reload. The area around the damage in the staple cartridge shows cracks, dents, and impressions. The device was further disassembled. The staple cartridge was fully disassembled and was found with a twisted/broken tri-pusher where the exterior damage is located on the staple cartridge. The device¿s sled was inspected and was found to contain normal wear of a normal firing with sled vanes showing slight wear at their extreme tips. Engineering concludes that this defect has the most potential root cause of being firing on an obstruction. Engineering notes that a foreign object can cause the staples/pushers to fail as shown in this defect. Pmv will continue to monitor/trend this defect for future occurrences. If information is provided in the future, a supplemental report will be issued.